Event description:
It was reported that this patient experienced syncope in the emergency room (ER). The patient was noted to be symptomatic when their heart rate dropped from 80 beats per minute (bpm) to 50 bpm. The healthcare provider (hcp) contacted boston scientific technical services (ts) to review device operation and programmed settings of the patients implanted single chamber pacemaker device. Ts noted that the patient normally has a heart rate from 70 bpm to the 130 bpm range, the device is programmed with a pacing lower rate limit (lrl) of 50 bpm and the device data shows the patient receives ventricular pace therapy zero percent (0%) of the time. Ts indicated the device could be operating as programmed but it may be that the patient is having some issues with heart rate drop. Ts provided guidance to the hcp that since this is a single chamber pacemaker device, there is no sudden bradycardia response (sbr) feature available but they could use the heart rate hysteresis with an offset, which may help. Ts also indicated they could increase the lrl programming so the patients heart rate cannot drop as far. The device remains in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient experienced syncope in the emergency room (ER). The patient was noted to be symptomatic when their heart rate dropped from 80 beats per minute (bpm) to 50 bpm. The healthcare provider (hcp) contacted boston scientific technical services (ts) to review device operation and programmed settings of the patients implanted single chamber pacemaker device. Ts noted that the patient normally has a heart rate from 70 bpm to the 130 bpm range, the device is programmed with a pacing lower rate limit (lrl) of 50 bpm and the device data shows the patient receives ventricular pace therapy zero percent (0%) of the time. Ts indicated the device could be operating as programmed but it may be that the patient is having some issues with heart rate drop. Ts provided guidance to the hcp that since this is a single chamber pacemaker device, there is no sudden bradycardia response (sbr) feature available but they could use the heart rate hysteresis with an offset, which may help. Ts also indicated they could increase the lrl programming so the patients heart rate cannot drop as far. The device remains in-service. No additional adverse patient effects were reported. It was reported that this patient presented to the ER again. They were indicated to have a history of syncope but in this case, they did not pass out but had an episode of shaking. Pacemaker device programming changes were made previously in response to syncope when the rate hysteresis was programmed on at 80 beats per minute with an offset -20. The hcp contacted ts to determine if the rate hysteresis could be programmed to a higher rate. Ts provided guidance that it could be programmed to a higher rate but the hcp would need to makes sure the patient has good intrinsic conduction because if not, the patient would receive pacing for extended periods of time at the elevated heart rate. The device remains in-service. No additional adverse patient effects were reported.